Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Checked the inside of the display and found that there was a poor contact between the flat cable and the video receiver board (the connector was slightly lifted). After the fse cleaned the two connectors and checked the connection, the problem did not reoccur during subsequent operation checks.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had noise occur on the display screen during patient use and the screen was distorted. There was no health hazard reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.